Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is contributed to "component failure". While the patient was in the wheelchair the right-side drive wheel detached from the device. The wheelchair was evaluated by the servicing vendor and the main hub bolt had sheared off, allowing the drive wheel to slide off the drive motor shaft. This is a known issue that has since been corrected. The failure was linked back to the supplier and related to an assembly error installing the wheel hub to the drive motor shaft. The risk for this failure to occur is low and the likely hood of injury to occur is also very low. Due to this known repeat failure mode, a CAPA has been opened for this failure by our parent company. As this device has exceeded its life expectancy, permobil has recommended to the service provider that both drive motor assemblies be replaced, or the device be removed from service and replaced with new. The DHR for this device has been reviewed and was found to have met specification prior to distribution.

Event description:
Reports while end-user was driving along a sidewalk, the left drive wheel became detached from the motor causing the device to drop to one side. This reportedly caused the end-user to lose the ability to maintain upright positioning, allowing them to slump forward in the seating requiring assistance to regain an upright position. Reports indicate the end-user sought medical intervention because of this event.